Manufacturer narrative:
Block h2: correction: block h10 (investigation results). Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the distal section of the body of the balloon. Electron microscopy was performed and the tear appears to be consistent with a thin wire or similar object piercing through the balloon or scraping of the surface. The tear comes to a narrow point on the distal edge and is rounded and wider on the proximal edge. An aluminum particle was noted to be present within the tear and it is possible that the particle is foreign material that gathered on the tear post-failure. Material test was also performed and it was noted that the particle is consistent with aluminum, no indication of oxygen or other alloying elements. If the tear was produced through contact with the balloon, it is possible that the source is aluminum or has an aluminum component. The aluminum particle found does not belong to the corewire of the device. It is possible that interaction with scope and other devices during procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the lower esophagus during an esophageal achalasia procedure performed on (B)(6) 2021. During the procedure, it was noticed that there was water leakage due to a pinhole in the balloon. The procedure was completed with the same cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the distal section of the body of the balloon. It is possible that interaction with scope and other devices during procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the lower esophagus during an esophageal achalasia procedure performed on march 31, 2021. During the procedure, it was noticed that there was water leakage due to a pinhole in the balloon. The procedure was completed with the same cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the lower esophagus during an esophageal achalasia procedure performed on (B)(6) 2021. During the procedure, it was noticed that there was water leakage due to a pinhole in the balloon. The procedure was completed with the same cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.